Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had a loss of therapy and needed to change their settings because they had peed their pants like 5 times a week. Patient had tried to connect with the patient programmer (pp) but said it was not communicating, patient was taken through syncing and it connected right away. It was reviewed for patient to place the pp directly over the ins, on skin and sync with ins. It was reviewed for patient to increase amplitude if medically appropriate and patient noted that they felt stimulation in the correct area, but the issue was not resolved. Patient stated that the stimulation was not too high but it did not feel good. Patient mentioned that the stimulation feeling was uncomfortable and vibrating in the their vagina. Patient was currently on program 2 at 4.3 but stimulation did not feel good. It was suggested for patient to decrease stimulation, but they said they did not feel it or get symptom control when it is lower. Patient was educated on how to change programs. Patient switched to program 3 , and it was too high and painful at 2.8v so they decreased to 2.1v where they felt it comfortably near their lower butt cheeks. It was noted that patient would monitor symptoms and follow upwith the health care provider (hcp) if the issue did not resolve. Additional information from the patient on (B)(6) reported their unit seems to only work intermittently. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient¿s neurostimulator did not seem to be doing anything and the patient wondered if they should be making adjustments to their therapy once a week. It was noted it seemed like when the patient made adjustments, after a week or so the patient lost therapeutic effect; sometimes it just was not working and they would stand up and ¿that¿s all it takes¿. Stimulation was on program 4 at 3.8. It was noted the event had been going on for quite a while. The patient had an upcoming appointment with their managing healthcare provider (hcp). No further complications were reported/anticipated.